Event description:
It was reported that while impacting, the device fractured. The fractured implant was removed and replaced with another. The procedure was successfully completed with no further incidents.

Manufacturer narrative:
Investigation in process.